Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's sensor board, flow sensor, and tubing kit needs to be replaced to address the issue. In addition of the above evaluation, the error log did not have any anomaly. The inside of the device was visually checked and contamination due to dust/fine particles was found in the flow line.

Manufacturer narrative:
On previously submitted report, a ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's sensor board, flow sensor, and tubing kit needs to be replaced to address the issue. In addition of the above evaluation, the error log did not have any anomaly. The inside of the device was visually checked and contamination due to dust/fine particles was found in the flow line. The device's sensor board was replaced to address the test fail issue. Motor blower assembly, flow sensor, and tubing kit were replaced due to the contamination.